Manufacturer narrative:
The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. All operating currents are within specification. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose and went into diabetes ketoacidosis. The customer's blood glucose was 600mg/dl, treated with manual injection. Customer's current blood glucose was 110mg/dl. Customer also mentioned a motor error. The customer was advised to discontinue use of the pump and revert to back up plan.